Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Product ID hh90t01, serial# (B)(6), product type: mobile platform. Product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that since implant the handset was not holding a charge more that about 12 hours per day. The agent had the patient confirm blue tooth, sound, and location were the only icons toggled on. The agent reviewed the handset and communicator needed to be charged daily. The patient stated that they bolused about 18-24 x a day. The ptm (personal therapy manager) parameters were ¿ptm bolus duration 2 min lockout 30 min 2bolus/ 1 hour max activations 24/day.¿ the patient was very upset about not being able to use the 8835 ptm they used to have. The patient stated that the platform was like a step backwards. They were upset that now they had to carry 2 phones and stated that the ptm didn¿t even fit in their pocket. The patient stated that sometimes it could take up to 15 minutes just to connect to the pump. While on the call, the patient was able to connect to the pump quickly. The patient was going to call back if they needed further assistance. Additional information received from a patient indicated that they hated the myptm; the patient stated they had connection issues every time they needed to deliver a bolus and it was getting worse over time. The patient said they had to wait up to 10 minutes for it to connect and sometimes it said it couldn't find the device. The agent walked the patient through powering off/on the handset, resetting the communicator and they were able to connect with no issues. The agent reviewed best practice to always close app and power handset off completely between use. The agent redirected to hcp.